Event description:
It was reported via repair work order that the brake pedal was damaged resulting in an exposed sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.